Event description:
It was reported that pt underwent total knee arthroplasty in early 2008. During the procedure, tibial bearing labeled as 183448 lot 743430, 18 x 71/75 was opened and package contained tibial bearing marked lot 743470, 14 x 79/83.

Manufacturer narrative:
Eval of returned device determined implant did not meet design specs. In response to recent FDA audit, retrospective review was performed, event was reassessed and determined to meet reporting requirements as device malfunction. Corrective and preventive actions have been initiated.